Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections: d10: concomitant products h6: annex g summary of event: it was reported that, during an unspecified laser procedure, the user advanced the ngage nitinol stone extractor into the patient and found that the basket did not function as intended. The user completed the procedure with another device. When the user inspected the device, it was found that the basket could not be closed completely and when the user opened the basket it appeared to be out of shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 15052496. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ngage nitinol stone extractor' was returned for investigation. The handle was returned in the closed position; mlla was loose and the collett was tight; pett tubing was returned as well. The orange support sheath was bent at the handle, preventing the device from functioning normally. It was also observed that sheaths that form the basket and hold the basket wires in place were torn. The cause for the damage could not be determined. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). Initial reporter occupation: unknown. PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, during an unspecified laser procedure, the user advanced the ngage nitinol stone extractor into the patient and found that the basket did not function as intended. The user completed the procedure with another device. When the user inspected the device, it was found that the basket could not be closed completely and when the user opened the basket it appeared to be out of shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.